Event description:
¿ During patient ventilation the mode of the ventilator device was changed from niv flow (non-invasive ventilation) to hiflow (high flow nasal cannula). The patient expiratory limb was disconnected and hung aside is what the customer reported. The patient inspiratory limb was used to deliver high-flow, humidified oxygen. The flow was between 60 l/min-35 l/min. Humidifier on hiflow 35 degrees celsius, +2 gradient. ¿ the morning after it was noticed that the patient expiratory limb had melted over a length of approximate 15cm. The white heating cable was not damaged, only the transparent lumen inside was melted. ¿ the patient felt discomfort. ¿ the available information reasonably suggest that the device has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event is assessed as reportable.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Initial report.

Manufacturer narrative:
Investigation result: the hamilton-bc8022 breathing circuit with a 15 cm-long melted section in the transparent lumen of the expiratory tube was returned to hamilton medical ag. In order to attempt reproducing the reported issue, a test with the same settings at the hamilton medial premises was performed, with the expiratory limb stored tight and as close as possible to the heating chamber/plate without any melting during 3hours. The chamber was also removed and the expiratory limb was put directly on the hot plate. No melting occurred. For a further test, the damaged breathing circuit was placed in an humidifier hamilton-h900 device with the same settings and setup. After the device had been running for half an hour, the temperature of the tube was measured using a thermal imaging camera. There was no temperature difference between the melted area and the rest of the tube. This leads to the conclusion that the heating wires were not the cause of the melting. A third test was conducted with the same settings on a new hamilton bc8022 breathing circuit. This time, a heat gun was directed at the tube to see if the lumen would melt. The thermal imaging camera was used to record the temperature in snapshots. At a temperature between 105 and 120 °c, the lumen began to melt. Unfortunately, it was not possible to precisely regulate the temperature emitted by the heat gun. The reported damage could not be replicated by recreating the described situation. However, the lumen could be melted using a heat gun. It was determined that the lumen begins to melt at temperatures between 105 °c and 110 °c. It therefore, it is likely that the expiratory tube was placed next to a heat source, which slowly melted the tube. While it was not possible to identify the heat source, the hamilton-h900 device could be ruled out. As this was most likely user error and caused no harm to the patient, no corrective action will be taken. All investigations were finalized on 19.12.2025. It was not clarified by the user, when it melted, or how and where the expiratory limb was located/stored. Further information was requested from the user concerning where the expiratory tube was placed during and/or after usage, before the melting part was detected in the morning. A complaint analysis was conducted, to check if similar complaints occurred before, but no others were found. Conclusion: the reported issue/damage could not be replicated by recreating the described situation. However, the lumen could be melted using a heat gun at temperatures between 105 °c and 110 °c. It is likely that the expiratory tube was placed next to a heat source, which slowly melted the tube. While it was not possible to identify the heat source, the hamilton-h900 device could be ruled out.